Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been recently loaded. Additionally, it was reported that the down arrow button on the pump touch screen was intermittently unresponsive, and the pump's usb port was hard to plug into for charging. The customer declined to provide additional information regarding the issue. Customer¿s blood glucose value was 216 mg/dl.